Manufacturer narrative:
Current location of device is unknown. Device not received so far; therefore, no investigation possible as of yet.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): as reported: "during dilation of parotid strictures straight by sialoendoscopy, the distal end in plastic tip of the basket probe has torn about 4mm and got stuck in the sténon canal. Patient suffers from pain and was prescribed corticosteroids. This incident was declared to the ansm. "